Event description:
It was reported that patient had replacement surgery of his inflatable penile prosthesis (ipp). There was a leak in the system. Origin is unknown. Product is not coming back. Patient is recovering. Onset of issue was (B)(6) 2020. Device stopped pumping.